Event description:
The customer reported that since an update of the system, the thumbnail images do not match the recalled images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer was educated on the use and operation of the save and swap features. The system was tested and found to be working as intended and put back into service.